Manufacturer narrative:
Other, other text: b5: additional information received via email and attached on 01-oct-2021: event occurred during testing. Event detail updated below to reflect that no medical intervention required. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found minor damaged on air detector sensor. The customer stated problem was not duplicated. The device found no issue with alarms cassette not attached properly during testing. The device passed all functional tests and ran the program for an extended period of time with no issues occurring. Noticed the error in event history log multiple times. Replaced downstream occlusion sensor as preventive measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Corrected data: h6: event problem and evaluation codes: corrections after device evaluation.

Event description:
It was reported that a smiths medical pump alarmed that the cassette was not attached properly